Event description:
The patient contacted animas on (B)(6) 2012, reporting that the ok button was intermittently responding and sticking. The patient reportedly wore the pump in an undergarment and did not clean the pump. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the keypad was peeling from the base at the arrow keypad buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the up arrow keypad button is intermittently responsive. There was evidence of keypad contamination found under all key contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.